Event description:
There was an allegation of error 4 and questionable results from coaguchek xs meter serial number (B)(4)4. On approximately (B)(6) 2022, the result from the meter was 6.7 inr. The result from a laboratory using an unknown reagent was 3.37 inr.

Manufacturer narrative:
Per product labeling for error 4: the test strip is unusable. Turn the meter off, remove the test strip, and then re-insert it. If the error message reappears, discard the unusable test strip and use a new one. The strips were requested for return, but were discarded and cannot be returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Reporter occupation: occupation was patient/consumer.